Manufacturer narrative:
No device was returned for evaluation and no photographs were provided for review. Additionally, no operative notes or radiograph images were not provided for review and no neuromonitoring summary reports were provided for confirmation of a loss of potentials. Based on the information provided by the reporter, the cause of the spinal cord injury was the dropping of the rod holder onto patient anatomy. There was no reported ergonomic issue or malfunction with the instrument; therefore, the root caused can be traced to user handling/technique. If any relevant additional information is obtained that would change any information provided, a supplemental report will be filed accordingly. Labeling review: "residual risks and potential side effects... ...residual risks to the patient associated with use of general surgical instruments are:...risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include early or late infections, pain, tissue damage, tissue swelling, hematoma, ecchymosis/contusion (bruising), wound dehiscence, and minor nerve injuries (such as numbness or mild weakness) and, while rare, also include the following: bone fractures (including lateral mass fracture, spinous process fracture, vertebral body fracture, endplate fracture), serious nerve damage or neurologic deficit (numbness, weakness, or loss of function), vascular injury, and dural tear (with the potential for cerebrospinal fluid leakage); many of these events may necessitate revision surgery. Damage to anatomy critical to fixation may compromise the ability to achieve proper fixation, stabilization, and/or fusion. The incidence of some events may be increased due to instrument failures which, when functioning as designed, serve to mitigate common surgical risks. "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed..." "...it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..."

Event description:
It was reported that during a cervical spinal procedure from c2 to c5 a rod holder was dropped into the surgical field and contacted the spinal cord. The patient awoke from anesthesia with only fingertip movement in their left hand and both legs. A three days postoperative evaluation found the patient had recovered normal movement in the left hand and both legs but right hand sustained reduced movement compared to preoperative levels and would improve with rehabilitation.

Manufacturer narrative:
The device was returned for evaluation and the complaint could not be confirmed. Additionally, no radiograph images were provided for review and no neuromonitoring summary reports were provided for confirmation of a loss of potentials. Examination of the returned rod gripper found it to be in great shape with no functional defect identified or recreated, no problem was identified with the device. Review of the reported event noted the rod holder slipped and hit the spinal cord which is considered a surgical error and the root cause of the spinal cord injury. There was no identified or alleged ergonomic issue or malfunction with the instrument and considered to be the result of user handling/technique. No additional investigation required. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "residual risks and potential side effects: residual risks to the patient associated with use of general surgical instruments are: risks inherent to invasive surgical procedures associated with site access and preparation which cannot be eliminated. These risks include early or late infections, pain, tissue damage, tissue swelling, hematoma, ecchymosis/contusion (bruising), wound dehiscence, and minor nerve injuries (such as numbness or mild weakness) and, while rare, also include the following: bone fractures (including lateral mass fracture, spinous process fracture, vertebral body fracture, endplate fracture), serious nerve damage or neurologic deficit (numbness, weakness, or loss of function), vascular injury, and dural tear (with the potential for cerebrospinal fluid leakage); many of these events may necessitate revision surgery. Damage to anatomy critical to fixation may compromise the ability to achieve proper fixation, stabilization, and/or fusion. The incidence of some events may be increased due to instrument failures which, when functioning as designed, serve to mitigate common surgical risks. "Pre-operative warnings the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures..." "...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "Intra-operative warnings the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed..." "...it is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient..."

Event description:
The device returned and additional information was listed on h10.